Manufacturer narrative:
The user facility did not provide any patient or device codes on their user facility report. Codes were derived based on the information provided by the user facility in the user facility medwatch report and information provided by a user facility representative via e-mail. The following description of the device evaluation by the user facility is a summary of the user facility medwatch report received from the FDA on (B)(6) 2013. The user facility evaluated the device and identified a broken luer lock fitting on the tube assembly as the root cause in this alleged event. The user facility installed a replacement tube assembly before placing unit back on the patient. As reported on the user facility medwatch report, the patient recovered from this incident without injury and has been discharged. Carefusion sent an e-mail to the user facility requesting the return of the alleged faulty tube assembly for evaluation. As of (B)(6) 2013 there has been no response from the user facility. Should the alleged faulty tube assembly or additional information became available a follow-up medwatch report will be submitted.

Event description:
The following description of the event and the condition of the patient was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2013. The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on (B)(6) 2013. "[Name removed] called to let me know that she hasn't heard back from the biomed, but she has heard back from respiratory. Respiratory confirms that the issue is with the patient circuit. (She has an email out to respiratory asking for the reorder number) the issue occurred on two ventilators, but it is not a ventilator issue. Once she receives more information, she will email me." The following information is from an e-mail received from a user facility representative on (B)(6) 2013. [Name removed] emailed to report that the item in question is the "green" control connecting tubing 765734-105. According to [name removed], "the lines (tubing) are cleaned and sterilized between patients and reused." Please refer # uf/importer report # (B)(4).